Event description:
It was reported that patient presented for a follow-up in clinic. The right ventricular lead failed to capture and failed to sense. The lead was explanted and replaced. The patient was stable.